Event description:
Fmc complaint received reporting an internal "blood leak" of the dialyzer, with blood visualized in the dialysate. Patient information requested on 1/6/99 not available. Quality systems was not made aware of any adverse effects to the patient involved or of medical intervention needed. MDR filed due to blood loss reported.